Event description:
It was reported that shaft break occurred. The target lesion was located in coronary artery. Following pre-dilatation, a 3.50 x 32mm synergy megatron drug-eluting stent was advanced for treatment. However, during the procedure, the stent failed to cross the lesion and the shaft was broken. All components were completely removed and came out on wire. The procedure was completed with another of the same device. No patient complications were reported.